Event description:
It was reported in a journal article that three patients experienced an intra-operative femoral fracture during a hip procedure on an unknown date. Intervention is unknown. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). B3: primary tha event occurred between march 2006 and march 2019. D10: cat#, lot#. G2: foreign ¿ event occurred in south korea. G2: literature - do, m.u., kim, k.b., lee, s.m., et al. (2026). Is hip center elevation an acceptable choice for total hip arthroplasty for legg-calvé-perthes disease? Perioperative complications and patient-reported outcomes. Clinics in orthopedic surgery 18(1), 30-39. Https://doi.org/10.4055/cios25169. H6: proposed component code: mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.